Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence; and will require additional medical treatments.

Manufacturer narrative:
(B)(4). In (B)(6), the patient underwent a mesh revision for pain and discharge, and on (B)(6) 2011 she had a lysis of adhesions. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele, and enterocele. It was reported that following insertion the patient experienced discomfort; hurts, burns all the time. She frequently has to go to the bathroom. It hurts with intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.